Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer visit to emergency room due to hyperglycemia on, middle of (B)(6) 2019. The customer blood glucose level was 300 to 400 mg/dl at time of incident and treated with syringes at hospital. The customer stated that the symptoms related to high blood glucose such as positive results in ketones test, nausea, vomiting, abdominal pain and difficulty breathing. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer stated that they were unable to describe any possible damage to the drive support cap. Customer stated that the insulin exited at the quick release. Customer stated that they forgot to fill cannula dead space after removing the introducer needle. Customer stated that the basal rates were programmed accurately. Customer recalls that they did not receiving any alarms since high blood glucose began. Customer stated that they did not wear insulin pump during a medical procedure or test around magnetic resonance field. Customer stated that they performed displacement test and test results was failed. Customer stated that the insulin pump did not alert insulin flow block when high-pressure test performed. The reservoir will not be and insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08770 inches. No over delivery anomaly or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm with audio alert functions properly during the basic occlusion test and occlusion test. Device passed tone check and vibrate check. No audio/vibrate/absence of alarm anomalies noted during testing. Device uploaded properly using carelink. Device had minor scratched display window and cracked battery tube threads. The information that provided in date of incident with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.